Manufacturer narrative:
The complaint of pacemaker found in back up mode was confirmed and verified when received. Product code was downloaded, and analysis was performed. Thermal and mechanical testing of the device indicated the device exhibited normal characteristics. Analysis of the device image indicated the cause of the backup is consistent with an anomalous integrated circuit. Longevity assessment was performed, and found the device to have appropriate longevity left.

Manufacturer narrative:
Correction: h6 codes for product not returned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator implant procedure. During the procedure, it was noted that the device was in backup operation. A replacement generator was implanted successfully. There were no patient consequences.